Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. It was reported that the pump auditory tones were not working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: on investigation, the pump powered on without functioning audio tone function. Investigation duplicated the complaint. The audio tone module contacts were noted to be out of alignment breaking the electrical contact. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.